Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
During use, the processor appeared no image. Stopping using it immediately. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the scope was repaired by the third party. And returned to the hospital. Correction information: h6: coding changed, based on the investigation result. Additional information: d8: this device was serviced by a third party.